Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's device displayed possible premature battery depletion. The reported device was explanted and replaced on (B)(6) 2021. The patient was in stable condition.